Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Step drill broke during procedure and use.

Event description:
Step drill broke during procedure and use.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event was confirmed. The investigation concluded that fractured was likely caused by a bending force during use. Inspection of the returned device indicates no material or manufacturing defects have been identified.